Event description:
It was reported the acoustic alarm of the patient information center ix is not working. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
A philips field support engineer (fse) went to the customer's site. It was established the audio was routed to the wrong channel/device. After routing the audio output to the correct channel/device the issue was resolved. The device was operational after the audio was reconnected correctly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).